Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to verify the critical pump error or download the pump due to the blank display. The motor assembly was received corroded. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window and case. The pump failed the leak test. The pump leaked at a crack on the back of the case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical error after swimming. Blood glucose value was 3 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.